Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose/protruded drive support disk. The unit also had cracks at the display window corners, reservoir tube and battery tube threads, as well as a scratched display window and missing end cap sticker.

Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.